Event description:
It was reported that during a procedure of the mildly tortuous, eccentric, 90% stenosed, de novo lesion of the circumflex artery, predilatation angioplasty was performed and a 2.5 x 15 mm xience v stent was delivered to the lesion, however, during the first inflation at 9 atmosphere, after 30 seconds, the balloon would not hold pressure. The stent was implanted and the procedure was completed without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper ms; inflation: indeflator. Evaluation of the returned 2.5 x 15 mm xience v stent delivery system (sds) noted blood and contrast in the inflation lumen and in the balloon, which consistent with preparation and the reported leak. The stent implant was not returned and the balloon was returned partially inflated with blood and contrast. This is consistent with the reported information that the balloon was inflated and the stent deployed. A new indeflator filled with water was used in an attempt to pressurize the balloon when fluid leaked out a pinhole in the balloon over the proximal balloon marker. There were scratches visible above the pinhole. Factors that may contribute to balloon material leaks/ruptures include but are not limited to, balloon damage during manufacturing, material deficiencies, handling of the product during preparation for use, insufficient preparation prior to use, and/or interaction with the lesion/anatomy, a previously implanted stent, guiding catheter, guide wire and other accessory devices. There was no report of any leaks noted during preparation for use, suggesting that the balloon was not likely damaged prior to use. It is possible an interaction with other devices and/or the lesion may have damaged and weakened the balloon material, such that the balloon ruptured during stent deployment and during the first inflation at 9 atmosphere, after 30 seconds. A review of the device lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. All stent delivery systems (sds) are visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all sds are leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rated burst pressure (rbp) and balloon integrity.